Event description:
During an orthopedic surgical case, the stryker oscillating saw handpiece self activated and began "buzzing." The "self activating" problem with a stryker handpiece had previously occurred on 11/17/06. The stryker rep is involved and investigating.